Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument sparked every time the surgeon put his foot on the pedal to initiate use of the instrument. The instrument was removed and replaced and the procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed that the instrument had previously arced due to evidence of an arc track at the gooseneck. The customer observation of the instrument "sparked" was likely the customer's interpretation of the arcing at the gooseneck of the monopolar hook.